Event description:
The facility reported an infusion pump that turned itself off without warning or alarm. Reportedly, the device was infusing to a patient when the event occurred. According to the director of biomedical department, no patient injury had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, medication involved, rate of infusion, or set up of the infusion device.